Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. The pt developed a pseudoaneurysm and was taken to radiology for compression. During this procedure, the pseudoaneurysm ruptured and the pt underwent surgical repair. No further complications were reported.